Event description:
Report rec'd of a nondelivery of dobutamine. The pump was programmed to deliver 350ml of an unspecified dose of dobutamine at a continuous rate of 6.8ml/hr. The bag and pump were placed in a "fanny pack". It was reported that the pt was beginning to "feel sick". The nature of the pt's symptoms were not identified. The pt's spouse was in the process of initiating a new bag of dobutamine and noticed that the pump display indicated that the pump delivered 300ml; however, the bag of dobutamine was full. The pt's spouse stated that the pump did not give an audible alarm or display an error message. The spouse called the customer and a replacement pump was taken to the homecare pt. A new bag of dobutamine was hung with the replacement pump and the pt was described as "feeling better". The customer estimated that the pt was without dobutamine for 48 hours. Though requested, no further info was available.